Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was not holding a charge, and the patient was charging more frequently at every 48 hours. It was noted that the patient did not know when the problem started. The patient used to charge every four days, and now gradually every 2 days. Reported patient symptoms included pain, and it was noted that the patient was still receiving good therapy. It was clarified that the patient had been in pain for 20 years, and his memory was bad too. It was noted that the patient had an appointment on (B)(6) 2016, and requested a manufacturer representative to be present at that appointment. No event cause was reported for this event. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event cause, event outcome, and steps taken to resolve the reported issues. If additional information is received, a follow up report will be sent. The patient's indications for use included lumbar radiculopathy and spinal pain.